Manufacturer narrative:
The customer cleaned the probes, ran maintenance actions, and ran qc which was acceptable.

Event description:
There was an allegation of a questionable glucose result from the cobas pro c 503 analytical unit. The initial result was 2.76 mg/dl and the repeat result was 98 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.